Event description:
Product was returned as an implant failure after 11 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was one stage on tooth #9. Doctor indicated that the implant was removed, due to the patient's bone condition.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition may have contributed to the device's failure to osseointegrate.